Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for low blood glucose a few months ago. Initially, the customer reported that the insulin pump was not functioning and she requested a replacement. Troubleshooting was declined and the customer insisted in having a new device. No further information was provided.